Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it took more insulin than usual to observe insulin drips exiting the infusion set tubing during the load fill tubing process. No adverse impact to customer's blood glucose. Reportedly, customer successfully completed load sequence and resumed insulin delivery.